Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that sensor cannula was missing. Blood glucose was 9.6 mmol/l. Customer reported when they removed the sensor the cannula was missing. The sensor will not be returned for analysis.